Event description:
It was reported that the patient's modular cable was replaced. During evaluation, it was observed that the inner woven layer was slightly worn and had some greenish discoloration, indicating moisture was present at some point. The inner wires were not exposed or damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable (lot number: 6815838) was returned for evaluation with the provided information that it was damaged and had been previously repaired several times with tape. No atypical alarms or functional issues were reported. Upon arrival of the returned product, the cable was observed to be discolored and had a few segments of repair tape on its outer jacket. The repair tape was removed, revealing a tear in the outer jacket which exposed the inner woven layer. The inner woven layer was slightly worn in the area of the jacket damage and had some greenish discoloration, indicating that moisture had gotten into the cable at some point. The inner wires were not exposed or damaged. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed jacket damage. The root cause of the observed damage could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 modular cable (lot number: 6815838) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.